Event description:
Report received of an over-delivery of narcotic. The pump was set to deliver morphine sulfate 1 mg/ml in the pca only mode with a pca dose of 2mg, 10 minute pt lockout and a 4-hour limit of 30mg. The container size was 30mg and no loading dose was administered. Therapy was initiated at 1532 in 2001. At 1645, the pump was found with the entire 30ml (30mg) syringe empty. The pt was reported to show no signs of an over-delivery of narcotic. There was no reported adverse pt event and no medical interventions were required. The pca was held for one hour and then resumed with a different pump. No further info was available.